Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and severely scratched display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damaged scratched screen in corner of the screen. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.